Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be requested.

Event description:
During an orif femur fracture case, the push-pull reduction device broke into the wound during the procedure. The surgeon was not able to retrieve all of the broken fragments, one piece remains in the pt.